Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that a tingling sensation from the stimulation was observed when the body was warmed by getting into bed at night. There were no contributing factors. Troubleshooting was performed. It was reported that no change was observed even when the stimulation intensity was reduced by the patient. The patient was advised to consult a medical institution regarding the treatment plan, it was unknown if they reached out to their doctor. Additional information received reported that the cause was unknown. The patient was advised to take a medical consultation. It was unknown if the event resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.